Event description:
Reportedly, a patient underwent a device replacement on (B)(6) 2023. On (B)(6) 2023 he went back to the hospital due to dyspnea. At interrogation of the device a warning message was displayed, indicating a device reset on the implantation day. Furthermore it was observed that on real-time egm no sensing could be observed. The device was pacing at basic rate of 60 bpm. Also during pacing threshold test no egm was displayed.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. - electrocautery is not recommended once the device is in the pocket since it cannot be used far from the pacemaker. - at reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. - no device failure has been confirmed.

Event description:
Reportedly, a patient underwent a device replacement on (B)(6) 2023. On (B)(6) 2023 he went back to the hospital due to dyspnea. At interrogation of the device a warning message was diplayed, indicating a device reset on the implantation day. Furthermore it was observed that on real-time egm no sensing could be observed. The device was pacing at basic rate of 60 bpm. Also during pacing threshold test no egm was displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis: review of available data confirmed the reported sensing issue and device reset on (B)(6) 2023. The reset was commanded by software because it detected an overconsumption, which was observed starting from implantation day. Based on available data the origin of the overconsumption cannot be determined with certainty, but it can be suspected that it is related to rather strong aggression by emi fields. It can be suspected that the subjected device appears to have suffered a permanent physical damage around the time of implantation. For patient safety a re-intervention to replace the device should be considered.